Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign material inside the secondary water supply tube a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be identified. Additionally, the cause of the foreign material inside the secondary water supply tube observed during the investigation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image noise. The issue occurred during service/maintenance. There was no patient involvement.